Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A battery depletion (bd) alert was also noticed. The remaining estimated longevity decreased from 36% to 15% over the course of 2 months. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. The patient has not signed the consent form to allow return of the product for analysis.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.